Manufacturer narrative:
The case was rescheduled for march 18, 2019. Atec manager, product development was present & discovered the user facility's spd department was responsible for the incident. The operating surgeon explained that during cleaning/sterilization, hospital personnel disassembled the docking arm/locking mechanism and did not reassemble it. The set was wrapped and forwarded to the or for use. Once the case began, the docking arm was found disassembled.

Event description:
While starting the lateral procedure, attempted to place retractor and noted on the back table that the docking arm/locking mechanism on retractor arm had disassembled and could not be reassembled. The gold button on the table fixation arm was not functioning. Patient was on the table with an incision and dilators placed. Surgery had to be rescheduled. The event caused over a 30 minute delay in the case.